Manufacturer narrative:
(B)(4). The product was unavailable for return. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. On (B)(4), 2009, medtronic neurosurgery issued a voluntary recall on all bioglide snap shunt ventricular catheters.

Event description:
Medtronic neurosurgery rec'd a report that a pt presented to the user facility with several days of headache, irritability, and 1 day of several episodes of emesis. The pt underwent a CT scan of the head, which demonstrated increased ventricular size compared to her previous baseline head CT. The pt was brought to the operating room and it was found that the ventricular catheter was disconnected from the reservoir. Subsequently, another ventricular catheter was placed.